Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during bolus delivery, the pump was unresponsive. The customer's blood glucose (bg) level was over 600 mg/dl. Insulin injections were administered and fluids consumed. The ketone level was high and was considered as dangerous by a healthcare provider. The customer was transported via ambulance to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with fluids and insulin drips. The high bg/dka were resolved. During troubleshooting with tandem technical support, the customer connected the pump to a power source to charge for one hour and the pump remained unresponsive. Reportedly, the customer has manual injections available as alternate insulin therapy. The customer was discharged on (B)(6) 2018.